Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, mildly calcified proximal right coronary artery (rca). A 014 high torque (ht) versaturn guide wire was selected for the procedure. The guide wire was advanced to the lesion with no issues noted. An unspecified balloon catheter was advanced over the guide wire with no issues noted. During removal from the anatomy the balloon catheter met resistance with the guide wire and became entangled. The versaturn guide wire and the balloon catheter were removed together from the anatomy as one unit. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficulty was not confirmed as it was based on operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report the following additional information was received: the lesion was in the mid right coronary artery (rca), not the proximal rca as originally reported. No additional information was provided.